Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4). No anomalies found, all conductors distorted, proximal conductor stretched, inner and outer insulation kinked/buckled, outer insulation torn, all insulators breached cut, outer insulation cosmetic depression, blood in/on helix/lobe mechanism, lead stretched, apparent explant damage, white substance. Full lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the lead was explanted and replaced due to lead impedances elevating to over 2000 ohms. No patient complications were reported as a result of this event.